Event description:
It was reported to resolve that three patients required a revision surgery related to the coda acp system. There was no additional information provided. This is the third report of three.